Event description:
Rn put on gloves and noted a hole in the finger of the gloves. No harm to patient or staff. Hole was visibly evident. Another glove obtained and care continued. This facility has had multiple similar events with this device/product within a two month time span. The manufacturer has been notified and is testing the device/product.